Event description:
The pt underwent a diagnostic coronary angiography. The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. He met resistance on deployment and conducted a successful backdown of the needles. After backdown, the cardiologist attempted re-deployment of the needles. Resistance was met again and only the tips of the needles presented. A second backdown was not successful. The cardiologist was able to access the needles with a clamp, but could not remove one needle. He continued to apply force to the last needle and he felt a release of tension. The device could be removed at that time, but bleeding increased from the access site. Manual compression was not successful in providing hemostasis. A vascular surgeon was brought in to suture the arteriotomy. Surgery was successful.